Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown g7 cup, unknown. Unknown, unknown stem, unknown. Unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03004. Hospital discarded as biohazard.

Event description:
It was reported that the patient underwent a right hip revision arthroplasty approximately 3.5 years post implantation due to pain, weakness, and metallosis secondary to trunnionosis. Prior to the revision, the patient reported increased reliance on walking aids eventually requiring the use of a wheelchair. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative report received. Surgeon reported that femur and cup were in position, and stable free of loosening. Inspected the poly and was in pristine condition. There was a note of no to little fluid in the joint capsule. Surgeon noted some black corrosive debris at the head and neck junction and was removed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following report is submitted to relay additional information received. UDI- (B)(4). Concomitant medical devices: 010000665, g7 pps ltd acet shell 3423835; 010000747, g7 neutral arcomxl lnr 3373862; 51-103160, tprlc 133 t1 pps s 3363752. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision arthroplasty approximately three years two months post implantation due to pain, inflammatory markers, and elevated metal ions. All the intraoperative cultures and pathology samples came negative for infection. Prior the revision, the patient reported increased reliance on walking aids eventually requiring the use of a wheelchair. Attempts to obtain additional information have been made; however, no more is available.